Event description:
It was reported that a home patient (hp) experienced air in his supply line during dwell 1 of 5. The hp was connected at the time of the observed air. Troubleshooting revealed that the supply bag disconnected from the cassette. A technical service representative (tsr) reviewed proper procedures and instructed the hp to start therapy over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up medwatch will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.